Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to an unreported cause coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Six days prior to death, the patient was hospitalized for peritonitis. Treatment was not reported. The patient was on hemodialysis therapy during hospitalization. Subsequently during hospitalization, the patient passed away due to an unreported cause. It was not reported whether the patient had recovered from the peritonitis event prior to death. It was not reported if an autopsy was performed. No additional information is available.